Manufacturer narrative:
Date of event is approximate.

Event description:
Consumer called stating that their power toothbrush charger caught on fire. No injury reported.

Manufacturer narrative:
Manufacture date not fully legible. The root cause of the customer's complaint is a burned charger.

Manufacturer narrative:
Event problem and evaluation codes updated to reflect new information from the supplier failure analysis report.